Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("gel released" flag without gel deployment) was confirmed. Upon investigation the cable connecting the distribution node to the rear therapy electrode was pulled from the strain relief, damaging wires and causing the false "gel released" flags. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving "replace belt" messages. A review of the patient's download revealed several "gel released" flags when the patient's electrode belt had not released gel. The patient was issued a replacement electrode belt.